Manufacturer narrative:
Device seated at the beginning of displacement test without reservoir due to moisture damage on force sensor resistor. Device passed unexpected restart error test and all operating currents tested within the specific range. Device was monitored and tested with no unexpected battery out limit alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replaced battery. Customer's blood glucose level was unknown. Customer replaced the battery and insulin pump not working. Customer states insulin pump had battery out limit. Customer reports they were able to clear the alarm. Customer not able to complete rewind. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.